Event description:
On (B) (6) 2009, the pt reported she had an air bubble at the top of her insulin cartridge. She stated she used room temperature insulin to fill the cartridge and the cartridge was at room temperature when she inserted it into her infusion device. The pt was assisted with priming the air bubble out of the cartridge until insulin flowed. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.